Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address osteolysis and metal staining of tissue. It was also reported that the asr abductor angle was 47 degrees.